Event description:
The pt was revised because of infection, osteolysis and wear of the insert.

Manufacturer narrative:
The products were not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the products to examine and insufficient product info. Infection after approx thirteen years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.